Event description:
During a radiofrequency ablation procedure, the catheter broke laterally. Another intracardiac ultrasound catheter was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. One image was also submitted for evaluation. The catheter tip was noted to be bent and fractured. Due to the aforementioned damage to the catheter tip, functional testing could not be performed. The root cause of this issue was determined to be a design process issue.